Event description:
Chang chien, g. C. , adair, r. L. Subdural intrathecal baclofen pump catheter tip at implantation as a rare cause of pump malfunction: case report. Pm and r. 2012;4(10):s320-s321. Summary/reported event: a (B)(6) male presented with symptoms of spasticity due to an anoxic brain injury underwent successful placement of an intrathecal baclofen pump. The patient experienced a honeymoon period of decreased spasticity, but then had poor control of spasticity despite steady up titration over the course of a year. No pump malfunctions were noted. CT imaging revealed a loculated collection of contrast fluid in the dorsal subdural space at c4. A newcatheter tip then replaced the existing catheter with placement at t9. The patient became sensitive to much lower doses of intrathecal baclofen. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. It was not possible to match this event with a previously reported event. (B)(4).

Manufacturer narrative:
(B)(4)